Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, and troubleshooting and education were completed, after which the sensor experienced a brief sensor issue. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included customer interview and troubleshooting to review pairing steps and device setup. Investigation of this case revealed a pairing failure between the cgm sensor and the ilet with a transient sensor performance issue; no hardware component failure of the ilet was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction related to pairing together with a transient sensor issue.